Event description:
A site reported that a patient received laser hair removal treatment and that the patient responded with blistering and an open wound. The site also reported that they followed-up with the patient 1 week after the injury and the patient reported that they still had an open wound.

Manufacturer narrative:
The product was installed at the user site (B)(6), 2013. There has been one previous clinical complaint from the user site regarding this specific serial number since that time. The product device history record and service history was reviewed (B)(6) 2014 with no issues found. A candela field service engineer inspected the unit and reported that the unit was operating within specification. The treatment parameters reportedly used by the operator were not within the treatment parameters as recommended by candela's treatment guidelines. Investigation is currently ongoing. Awaiting for further information from site.